Event description:
It was reported that a patient had asymmetric lens vault in the right eye. On (B)(6) 2015, the doctor was unable to reposition the lens there fore the lens was explanted and replaced with another model lens.

Manufacturer narrative:
The lens was returned for eval. Visual inspection found the lens in two pieces and portion of both haptic plates missing. Due to the condition in which the lens was returned further testing could not be performed. A sample from the same lot #7369114 was dimensionally inspected. All dimensional measurements were found to be within specs. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current info received, a definitive root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.